Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position (no cot tip); unintended/unexpected height adjustment. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced unintended cot lowering or cot dropping to lowest position (no cot tip); unintended/unexpected height adjustment. There were 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.